Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been getting a power error detected alarm on the insulin pump. They also received a replace battery alarm. The customer stated that due to the error they had replaced 4 batteries since (B)(6) 2017. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. The customer reported that their blood glucose level during the first occurrence of the power error detected alarm was around 500 mg/dl. They also experienced blood glucose in 400 mg/dl and 300 mg/dl. They did not mention any form of treatment. The device will not be returned for analysis.